Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. The functional testing could not be performed, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test, due to the unresponsive buttons. The insulin pump had a cracked display window, a broken reservoir tube lip, minor scratches on the display window, cracked battery tube threads, a cracked case at reservoir tube window corner, cracked reservoir tube window, a missing end cap sticker and a cracked case at the display window corner. No damage was noted on the display glass.

Event description:
It was reported that the insulin pump has an unresponsive keypad. It was also reported that the customer had an emergency room visit for low blood glucose levels. Customer's blood glucose at the time was 29 mg/dl. Customer's current blood glucose reading was 179 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.